Event description:
(B)(6). It was reported that on (B)(6) 2020, the patient presented with degenerative tricuspid regurgitation (tr) with grade 3+. The first triclip was successfully implanted. A second triclip was also successfully implanted. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). A third triclip was successfully implanted, stabilizing the slda triclip. The tr had been reduced to grade 1+. On (B)(6) 2024, the slda remained, and the tr had increased to moderate.

Manufacturer narrative:
A2, a4: patient demographics were obtained from baseline data. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause for the reported slda appears to be challenging patient anatomy. The reported tr is a cascading event of the slda. Additionally, tr is listed in the instructions for use as a known possible outcome of triclip procedures. The reported additional therapy/non-surgical treatment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.